Event description:
The pt's implant was explanted due to infection.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for device evaluation. A review of the sterilization records for the explanted ipg and leads were found to be satisfactory. This is the final report.